Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported that her insulin pump gave different alarms and all her settings were erased. Customer performed the fill tubing process, and her insulin pump delivered two units of insulin and register 0.0. Customer stated that she did the process 4 times, and the same thing happen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.